Event description:
A company employee health nurse experienced a needle stick injury from a needle, which came through a crevice of the lid on top of a sag 4800-y one quart sharps container. The needle was attached to a hepatitis vaccination syringe, which comes prefilled and the needle cannot be removed from the syringe using the needle unwinder provided on the lid of this very small container . The nurse was unaware that this device had a needle unwinder for detaching needles from syringes before depositing, however, most of the syringes she uses are the type where the needle cannot be removed from the syringe. The nurse received no treatment other than baseline blood testing for hepatitis b & c. She has since converted to a competitive product more appropriate for her usage.